Event description:
In (B)(6) 2012, I went to the hospital receive an umbilical hernia repair. The initial surgeon repaired the hernia with the atrium c-qur mesh patch. In (B)(6) 2013, I experienced severe pain in the area of the hernia repair. I went to the doctor and he ordered x-rays of my abdomen, there, he noticed an undefinable mass in the area of the hernia repair. The surgeon scheduled surgery to confirm what the mass was. During the surgery, he removed a round hard object which was later identified as the atrium c-qur mesh. The surgeon determined the mesh failed to incorporate into my surrounding tissue due to extended delay caused by the properties and design of the barrier, resulting in the removal of the atrium c-qur mesh. The hospital pathology lab determined the mesh was rejected because of foreign body response. I suffered chronic pain and inflammation after the surgery and to the present day. I was hospitalized for 10 days after the removal of the atrium c-qur mesh, missed many days of work, and still suffer from a decreased quality of life.